Event description:
E-mail received from the sales rep informed that: "I need to report a complaint regarding our 261222 perforators. The issue occurred in (B)(6), however, I just became aware of it. This occurred at (B)(6) in which the perforator did not disengage appropriately and plunged through the dura. The facility had to remove the perforator and proceed with the procedure. It did not delay the procedure for more than 5 minutes. I will pick up the product this week to send it in. Please assign me a complaint and I will send it in". On (B)(6) 2014, the sales rep was called, and she informed that disposable perforators reported p/n 26-1222 was incorrect. The correct product code number is p/n 26-1221.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the returned perforator was visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history record has found no discrepancies. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.